Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding an implantable neurostimulator. The reason for call was caller stated patient (pt) is scheduled for an MRI later this evening and states the stimulator is off or dead and unable to be recharged, per pt. Caller said patient claims the issue has been going on for years and they are planning on removing the system. The patient was redirected to their healthcare provider to further address the issue and confirm MRI eligibility, agent reviewed a depleted stimulator is considered off. Event date provided: "years".